Event description:
It was reported that during a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed. The patient was in stable condition.

Event description:
Additional information received indicated noise resulting in oversensing and inappropriate automatic mode switch (ams) was again noted on the right atrial (ra) lead after the reprogramming. The physician suspected ra lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no additional intervention was performed. The patient was in stable condition and will continue to be monitored.